Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a merlin.net transmission, the pulse generator exhibited backup vvi and the patient experienced pocket stimulation. On (B)(6) 2014 the patient presented to clinic, a software download was performed, the device resumed normal function.